Event description:
Only available information is that the alaris set was connected to an extension set, which was connected to the patient's PICC line. Infusion was the drug "omegaven" (a fatty acid emulsion used for total parenteral nutrition). Reportedly a leak was noted in the line and the line was found to be backed up with blood, for an unknown length. It is not clear if there was a leak in the pump set or the extension set, or if there was a misconnection either between the primary set and the extension set, or between the extension set and the vad. No patient harm reported, tubing was changed out with no impact on patient.

Manufacturer narrative:
The IV administration set was received. The investigation is on-going. A follow up report will be filed upon completion of the investigation.